Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs showed that the issue was related to an incomplete connection between the device and the patient, which prevented ECG data from being recorded. Staff changed cables, restarted the device, and performed troubleshooting, but there was no indication that the device shut down on its own. The device was tested with zoll test accessories and functioned as expected with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Furthermore, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.